Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m384 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m384 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit was not returned. Evaluation of the provided photographs verified the tubing leak as blood is visible around the recirculation pump tubing, as well as on top of the pump deck. The recirculation pump tubing is no longer attached to the pto. A potential cause of the tubing detaching from the pto is due to an insufficient bond between the tubing and pto. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The reported tubing leak is verified based on the photographs provided; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 16-oct-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a tubing leak, as the recirculation pump tubing segment came out of the pump tubing organizer (pto) during elutriation after 1500mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs for investigation.